Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. A detailed trace analysis shows that the insulin pump alarmed a low battery and then power error alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to a connector resistance. The loaded voltage displayed at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and had functioned properly. The insulin pump was received with a scratched case, end cap address label faded, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had previously reported a power error detected alarm and was calling back because the insulin pump's battery life had not improved and they had received further power error detected alarms. The customer's blood glucose level was unknown. The device was returned for analysis.